Event description:
It was reported that during a pta treatment procedure to dilate a 99% stenotic lesion in a shunt, the balloon catheter fractured. The balloon catheter was advanced to the lesion and the balloon inflated to 16 atm. The fracture occurred at the distal portion of the catheter and the proximal portion of the balloon. The guidewire then protruded through the catheter at the fracture site. The guidewire and the balloon catheter were removed as a unit. The procedure was successfully completed using another balloon catheter. No patient injury or complications were reported.